Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. Customer's blood glucose reading at the time of the incident was 85 mg/dl. Self test was performed and failed. It was noted that the alarm did not occur during rewind or prime. Device is being returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Unit received failed self-test alarm during self-test due to faulty electrical component on the radio frequency board. No cosmetic damage noted.